Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is synthes employee . H3, h4, h6: a device history record (DHR) review was conducted: part number: 314.743, synthes lot number: h479824 , supplier lot number: n/a, release to warehouse date: 19jul2018, expiration date: n/a, supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the drive shaft-minimum 520 mm length for use with ria (part # 314.743) was received at us cq with the distal tip broken. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: the applicable dimension, the hexagonal tip width across the flats, was unable to be measured due to post-manufacturing damage. Document/specification review: the relevant drawings, reflecting the current and manufactured to revisions, were reviewed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed as the ria drive shaft (part # 314.743) was received with the distal tip of the device broken. There is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause was able to be determined with the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrx. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of long reamer shaft was discovered to be broken. No indication that this occurred during a case but possibly dropped during decontamination or transportation. There was no patient involvement. This report is for a reamer shaft. This is report 1 of 1 for (b)().